Event description:
Boston scientific received information that during the implant of this implantable cardioverter defibrillator (ICD) with a chronic right ventricular (rv) lead, the pace/sense portion of the lead slid/pulled out of the device header upon initial insertion and tightening of the setscrews, however, was able to be successfully inserted and tightened without further incident. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.